Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that topotecin leaked from between the bd phaseal¿ protector p15j and vial during use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about chemo leakage between protector (p15j) and vial. According to the customer's report, leakage from the connection between p15j and the vial of topotecin occurred."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-19. Investigation summary: one protector connected to a vial was returned to our quality team for investigation. Upon inspecting the product no issues related to the connection were observed. Functional testing was performed, no leaks were observed. Product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device. As lot information for this incident was not available, a device history review could not be performed. Based on the available information and sample evaluation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Event description:
It was reported that topotecin leaked from between the bd phaseal¿ protector p15j and vial during use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about chemo leakage between protector (p15j) and vial. According to the customer's report, leakage from the connection between p15j and the vial of topotecin occurred.".